Manufacturer narrative:
(B)(4): neither device nor film or applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. It is reported that fusion failed for this patient.

Event description:
It was reported that the patient underwent a spinal procedure to fuse l1-l3, using posterior fixation. Reportedly, it was found that the t-bolts were loosening at both sides l1, the bone alignment at l1-l3 was affected. Fusion failed and implanted bone grafts apparently collapsed. Although the patient was asymptomatic, revision surgery might be required and the patient will be observed over a period of time. It was suspected that the connector had been already loosened at his four month post op follow up.